Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients incision was very red and swollen. Exact location of the infected incision was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively. Additional information was received that the leads were also explanted. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision was very red and swollen. Exact location of the infected incision was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively.